Manufacturer narrative:
No screamed or frozen screen noted. Unit had intermittent act button response due to corroded keypad traces. Unit had cracked lcd window, cracked case at display window corner, cracked battery tube threads, and cracked reservoir tube lip.

Event description:
The customer reported via phone call that the insulin pump had unresponsive buttons. She was checking her blood glucose when the insulin pump beeped and froze. Customer's blood glucose level was 92 mg/dl. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.